Manufacturer narrative:
Paradigm test appendix. Visual inspection: cracked battery tube threads, cracked reservoir tube lip and a shifted end cap sticker. The unit did not had a battery installed when received. Test energizer alkaline battery 1.582 volts. Paradigm analysis summary: unit passed the displacement test, rewind, basic occlusion test, occlusion test, , excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit was unable to prime during prime/a33 test seating at 2.5 lbs. Unable to determine the root cause of the prime anomaly due to pump preservation. Infusion set test appendix: mmt-397; insp. Lot no. Unknown.; mm batch no. Unknown.; reference no. Unknown; lot no. Unknown. Infusion set visual inspection: no damage noted on the tubing. Unknown liquid in the tubing. Missing cannula. 23 inches in length. Infusion set measurements: sample 1 flow rate 63.9 sccm (standard cubic centimeters per minute) - pass. Infusion set summary analysis: sample 1 passed the infusion set testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information on august 15, 2017 and documented the details of the incident at a later date regarding insulin pump malfunction and unexpectedly administered the entire reservoir of insulin to the customer. The customer was driving, blacked out and crashed the vehicle which resulted hypoglycemic event, diabetic coma, multiple fractured vertebrae, and cracked teeth. The notes did not indicate how the customer was treated. The event happened on or about (B)(6) 2016 and customer was using the insulin pump model number mmt-551nal. It was not provided if customer will return the device for analysis.